Event description:
(B)(6) pt tracking we received the 2nd prf at the same position for patient (B)(6) dob (B)(6) 1958 female. Details are as following: dla21 sn# (B)(4) was implanted on (B)(6) 2015 at (B)(6). A5-021 sn # (B)(4) was implanted on (B)(6) 2016 at (B)(6).

Manufacturer narrative:
This information was received through patient tracking form that device was explanted and another device was implanted. No further information about the reason for explant was provided. Livanova is trying to obtain further information.

Event description:
The manufacturer was notified through patient registration form (prf) on 02 sep 2016 that mitroflow dla21 sn# (B)(4) was explanted and a mechanical valve was implanted at the aortic position on (B)(6) 2016. No further information provided.